Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler and the patient event of hospitalization for hypotension, abdominal pain, fatigue, cough and severe sepsis with subsequent death. It was not confirmed if the patient was in treatment at the time of the event. There is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the adverse event. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The previous report of loose tubing connection two and a half weeks prior to the death did not result in any report of an adverse event for the patient. Patients with end stage renal disease (esrd) are highly susceptible to infections with septicemia accounting as the second leading cause of death after cardiovascular disease. Based on the limited information and no reported allegation of a malfunction, the liberty select cycler can be excluded as the cause of the patient¿s adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow up call, the peritoneal dialysis (pd) patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient has passed away. The pdrn reported that the patient was admitted to the hospital on (B)(6) 2019 with hypotension, abdominal pain, fatigue, cough, and severe sepsis. The patient subsequently expired on (B)(6) 2019. The pdrn could not confirm if the patient was in treatment at the time of the event but does not believe so. Additional information regarding the patient and the event was requested, however, to date has not been provided.